Event description:
It was reported that the insulin gauge was inaccurate. It was reported that the customer experienced a low blood glucose (bg) level ranging from 30-39 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Reportedly customer did not perform air removal step in the filling process. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. Device not returned.